Event description:
It was reported that an alert was received for a high, out of range (>2000ohms) pacing impedance measurement from this right ventricular (rv) lead. The clinic reviewed the remote data, but was unable to verify this out of range measurement from the data strip. However, a high capture threshold measurement was also noted from the rv lead. Boston scientific technical services were contacted and recommended lead integrity testing. The patient was seen in-clinic and the electrical measurements of the lead were stable and within range during provocative maneuvers. The physician elected to continue with remote monitoring to resolve the event. At this time, the rv lead remains implanted and in service. The patient was stable with no adverse consequences.